Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the medial segment of the lead was returned to the manufacturer, analyzed, and tested out of specification. The outer insulation had breached metal ion oxidation (mio). The distal conductor was stretched and had blood/body fluid (not obstructed). The outer insulation had cosmetic mio. The lead was stretched.

Event description:
It was reported that the patient developed an infection. The device and leads were removed and a right ventricular pacing lead was placed. The left ventricular lead was returned due to infection and has tested out of specification. No further patient complications have been reported as a result of this event.